Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 25 jul 2024 from the caregiver (cg) of a (B)(6) year old female patient with a medical history including end stage renal disease, who became unresponsive while performing rinseback during a home hemodialysis treatment on (B)(6) 2024. The cg stated the venous line was connected incorrectly causing blood loss into the saline bag, and emergency medical services were called on (B)(6) 2024. Additional information was received on 01 aug 2024 from the home therapy nurse (htn) who stated the patient was hospitalized (dates of admission and discharge not provided) and she received a blood transfusion. Although requested, additional information regarding the event and hospitalization was not provided.